Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device would not charge and displayed error message code "error 44" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.